Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The knot has been tightened. The variable depth straw has been trimmed. A functional evaluation could not be performed as the implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the failure include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during a meniscus repair surgery, t2 of the ultra fast-fix fell off before it was inserted into the meniscus. T1 was removed from the patient using tweezers. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.